Event description:
Event description cpi received information that this patient with an endocardial lead and implantable cardioverter defibrillator (ICD) was experiencing oversensing and inappropriate shocks. An invasive procedure was performed and a small insulation fracture was found. The physician elected to repair the lead.